Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect hiv ag/ab combo list 04j27-27, manufacturing site abbott (B)(4) to architect i2000sr list 03m74-02, manufacturing site abbott (B)(4). MDR number 1628664-2017-00069 has been submitted and all further information will be documented under that MDR number. Evaluation is in process.

Manufacturer narrative:
This report is being filed on an international product architect (B)(6) ag/ab combo list 4j27, that has a similar us product distributed in the us architect (B)(6) ag/ab combo list 2p36. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false nonreactive architect (B)(6) ag/ab combo result on a patient who was known to be positive. The sample was processed again, using both primary and aliquot sample tubes, with reactive architect (B)(6) ag/ab combo results. A sample was also sent to another laboratory for (B)(6) confirmatory testing (unknown method) with reactive results. No impact to patient management was reported.